Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted. Therapy was resumed postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported his ipg is unable to be recharged. Troubleshooting was performed and a replacement charging system was sent to the patient which did not resolve the issue. The sjm representative confirmed the ipg is inoperable. Surgical intervention may be pending to address this issue.